Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with increasing fatigue and lethargy with fever and chills. A chest x-ray was suggestive that the source of the infection was left lower lobe pneumonia. The patients implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due to the infection. Cultures were taken, and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.